Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining a control solution reading of "123 mg/dl" which fell below the specified control solution range printed on the vial of test strips. This complaint is being reported because the reported because the alleged control solution issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.